Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all devices intended to be implanted were reviewed (1405-1012, 1405-1014 and 1405-4005) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on the available information, one plate and two screws were found broken upon reviewing radiographic images from a postoperative follow-up. Although a number of factors could have contributed to the breakage of the plate and screws, the root cause cannot be determined due the devices not being returned for evaluation and the results of reviewing of radiographic evidence being inconclusive as to the likely cause. However, it is possible the devices were subjected to excessive bending stresses which lead to their breakage. The company will supplement this MDR as necessary and appropriate.

Event description:
After an initial bunion surgery on (B)(6) 2018, one plate and two screws were found broken upon review of radiographic images from the patients postoperative follow-up. All hardware was removed in a revision surgery on (B)(6) 2018, as a result and the patient was revised with tmc hardware. There was no other report of any patient impact or injury as a result of this event.